Manufacturer narrative:
An attempt to inflate the balloon of the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 5mm from the balloon proximal tip. The review of the lhr (lot f1307202) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performance, the probable cause of the tear could not be determined.

Event description:
It was reported by the aci clinical specialist that a patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained proximal to the bifurcation via a 5f sheath (model unk). There were 2 sheath exchanges. The 5f sheath was exchanged for a 6f sheath and then the 6f sheath was exchanged for a 6f short sheath. A 50/50 contrast saline mixture was used. Peri-procedure, the patient was anti-coagulated with 6000 units of heparin. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped per the IFU. It was reported that as the balloon was being pulled towards the arteriotomy, the balloon lost its integrity (pressure). The device and sheath were removed. The patient was converted to 20 minutes of manual compression, at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.